Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the yellow wrench advisory light being lit was confirmed via evaluation of the returned mobile power unit (mpu) (serial number: (B)(6)); however, the reported event of an atypical no external power alarm activating was not confirmed. The returned unit was evaluated at service depot and a constant yellow wrench advisory light was observed to be lit, reproducing the reported event. The main printed circuit board (pcb) was replaced to resolve the issue and the unit was then functionally tested without any issues. The repaired mpu was returned to the customer site and the replaced main pcb was forwarded to product performance engineering (ppe) for further testing. Further circuit analysis of the main pcb revealed compromised signals being outputted from component u1. Further evaluation of the input signals on component u1 did not reveal any issues, indicating that component u1 was damaged and was outputting atypical signals. Damage on component u1 resulted in the mpu not passing the initial self test and activating the constant yellow wrench advisory light when powering on. The alarm did not prevent the mpu from providing power to the controller and the reported no external power alarm was not reproduced. No other issues were observed during testing of the unit. The root cause of the yellow wrench advisory light being lit was determined to be a damaged component on the main pcb. Additional information provided stated that the ac power cord did not become disconnected from the wall outlet or from the back of the unit and that there were no environmental circumstances that affected the ac power at the time of the reported no external power alarm. The root cause of the no external power alarm reported could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 01dec2022. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) began showing a green light and yellow wrench with a prompt of no external power. The aa batteries were replaced but the fault persisted. It was later reported that the ac power cord did not come loose from the wall outlet or the back of the unit. There were no environmental circumstances that would have caused the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.